Event description:
It was reported that the device inappropriately provided high voltage defibrillation therapy for atrial fibrillation. The physician did not allege a malfunction against the device and alleged the device performed as expected based upon it's programmed settings. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.